Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® silver lubri-sil foley tray with bard® hydrogel and bacti-guard silver alloy coating. Not manufactured with natural rubber latex. Contents: foley catheter 2way; with bard® hydrogel and bacti-guard® silver alloy coating; water-soluble lubricant; closed drainage bag; syringe prefilled with sterile water; bard®10% povidone-iodine solution". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that sterile water leaked from the foley catheter during pretest.

Event description:
It was reported that sterile water leaked from the foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.